Manufacturer narrative:
A partial lead with the distal portion measuring 44.2cm (outer coil) was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the right atrial lead was found dislodged. The lead also exhibited failure to capture and sense. The device was switched to backup vvi mode on (B)(6) 2019. The patient presented for an explant procedure on (B)(6) 2019. During the procedure, fluoroscopy was used to confirm the dislodgement. The lead was explanted on (B)(6) 2019. The patient was stable.